Event description:
Patient said in her box of novolog flexpens, 3 pens defective. The button will not push in, so patient cannot receive insulin. Dose, frequency and route used: sliding scale as directed. Therapy date: (B) (6) 2009. Diagnosis for use: diabetes. Event requested after reintroduction?: yes.